Event description:
Subsequent to the initial MDR, clarified information was provided on 05/28/2026. It was reported that at approximately 9:30am on 04/26/2026, the patient had inaccurate cgm readings. Based on the cgm readings, the insulin pump automatically delivered insulin. The patient believed the pump administered an excessive amount, resulting in severe hypoglycemia. He reported stumbling through a doorway and attempting to reach the kitchen to treat the low glucose level. While doing so, he lost consciousness, fell and struck his head on a concrete floor, sustaining a head laceration he described as "splitting his head open". He was transported to the ER but does not recall who contacted ems. Upon arrival, a bg was checked and it was 46 mg/dl. At the same time, the cgm displayed a reading of 94 mg/dl which was inconsistent with both the bg and laboratory bg results. Treatment in the ER included intravenous (IV) dextrose (d5w), oral glucose tablets, orange juice, and a regular soda. Due to blood loss from the hairline laceration sustained during the fall, the patient required a transfusion of one pint of blood. Diagnostic imaging, including MRI, CT scan, and x-ray, confirmed a skull fracture. The laceration was closed using sterile strips and surgical adhesive, which the patient referred to as ¿superglue.¿ he described the resulting scar as starting approximately five inches within the hairline and extending to the top of the eyebrow. He stated the scar is visible, noticeable, ¿nasty,¿ and a ¿disfigurement,¿ and cannot be fully concealed unless partially covered. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. On (B)(6) 2026, the patient reported experiencing inaccurate cgm readings but was unable to recall the specific values at the time. The patient stated that based on the cgm data, the insulin pump automatically delivered insulin. Subsequently, the patient developed severe hypoglycemia, lost consciousness, and fell, sustaining a significant head injury. The patient was transported to the emergency room (ER); however, he could not recall who contacted ems or the events surrounding transport. At the hospital, fingerstick blood glucose (fsbg) was 46 mg/dl, while the cgm displayed 94 mg/dl. The patient was treated with intravenous (IV) dextrose (d5w), oral glucose tablets, orange juice, and regular soda. Due to blood loss from the head injury, he also required a transfusion of one pint of blood. The insulin pump was discontinued once hypoglycemia was confirmed. The patient remained hospitalized for approximately 28 hours. He stated that if insulin delivery had not been stopped, the outcome could have been fatal, and he attributed the event to inaccurate cgm readings that led to inappropriate automated insulin delivery. There was no report of long-term effects, and no other details were provided. At the time of report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code problem code: f2302 blood transfusion/ code not available. H6 codes: health effect - impact code problem code: correction to disregard 4581 appropriate term/code not available.

Manufacturer narrative:
(B)(4)..